Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned alinity I total b-hcg results for one patient. The following was provided: sid (B)(6) >10,000 iu/l (positive), repeated 16.72 iu/l (grayzone) and < 2.00 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
After further review of the ticket, it was determined that the result of >10,000 iu/l was not generated from sid (B)(6) ; it was generated from the sample that was processed immediately before sid (B)(6) . The false elevated results for sid (B)(6) were generated when the samples were tested immediately after high positive samples (>10.000 iu/l). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit lot 32498ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 32498ud00 was identified.corrected information in section d3-email, d4 lot number, and g1 mfg site email.